Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis with helix partially extended and clogged with blood/tissue. Electrical testing, visual and x-ray examinations was normal with no anomalies found.

Event description:
It was reported that the patient presented for an initial implant procedure on (B)(6) 2025.during the procedure, the oepration failed due to the lead exhibiting failure to capture. However, it was noted that the physiologic pacing failure was due to the patient's anatomy. The lead was not used and was replaced. The patient was in stable condition.